Manufacturer narrative:
Based on the info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional info, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-71 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the pt's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2013, the kci representative stated that the hospital director of value analysis, reported that a material alleged to be v.a.c. Granufoam dressing was "left inside a pt's wound". Date not provided. On (B)(6) 2013, the following was reported to kci by the hospital risk manager: the foreign material alleged to be v.a.c. Granufoam dressing required surgical intervention in order to be removed. Date not provided. No additional info is available. On (B)(6) 2013, kci quality engineering determined that the customer complaint could not be confirmed. Kci complaint analyst, kci territory manager and kci district manager each communicated with representatives at the pt's medical center and each representative confirmed that no info would be provided to kci (no lot number, pt name, rental order number), as needed to assist in this complaint investigation. Also, the disposable component addressed in this complaint was not returned to kci for evaluation.